Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the thresholds on the right ventricular (rv) lead were high and inconsistent and had risen since implant several weeks prior. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.